Event description:
It was reported that the customer over bolused and experienced low blood glucose levels (62 mg/dl). Customer consumed sugar tablets to stabilize her blood glucose level.

Manufacturer narrative:
No product was returning for evaluation. Should new relevant information become available a supplemental form will be submitted.